Event description:
It was reported that a small volume intermate had white floating particles. This was identified after the device was compounded with an unspecific amount of colistimethate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 02/23/2015 ¿ 02/26/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with floating particles noted. The reported condition was verified. However, the cause of the condition could not be determined. A CAPA was referenced for this event. Should additional relevant information become available, a supplemental report will be submitted.